Event description:
A patient treated with ovitex developed an infection. The mesh was partially debrided and a wound vac was placed. The surgeon noted that most of the mesh had 'incorporated well'. The patient was (B)(6) for finegoldia magna and (B)(6). Antibiotics were given.